Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three weeks post implant, the patient experienced chest pain, dyspnea and pericarditis. The patient was diagnosed with pericardial effusion. The patient was subsequently hospitalized and given medication. The patient is enrolled in the (B)(6) clinical study. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.